Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when patient presented to the emergency room with chest pain while lying on the left side since (B)(6) 2018. The r-waves had low amplitude variation and programming changes were made previously. During rv threshold testing patient experienced severe chest pain. The rv pacing lead impedance high when first implanted and lead impedance has continued to be decline below normal range. Physician elected to explant the entire device and lead system due to the patient having pain with premature ventricular contractions and rv pacing. Patient ejection fraction has been normalized since the explant and the patient was stable.

Manufacturer narrative:
Device manufacture date is updated.